Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio provided the customer with a repair quote. The customer declined the repair and requested to have the device returned to them as-is. Physio-control returned the device to the customer without performing any repairs. The cause of the reported issue could not be reported.

Event description:
The customer contacted physio-control to report that when they powered their device on it would not complete the boot-up process and got stuck on the start-up screen. As a result, defibrillation therapy would be unavailable, if it was needed. There was no report of patient use associated with the reported event.